Manufacturer narrative:
The reported issue was confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could the patient temperature cable is not connected properly. However, there was insufficient information to confirm this potential root cause. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "patient temperature input cables and probes patient temperature control with the arctic sun¿ temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the control module via the temp in 1 and temp in 2 inputs. Any commercially available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun¿ temperature management system. The arctic sun¿ temperature management system temperature cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with various manufacturers¿ temperature probes. Select the patient temperature cable with the correct connector style for your chosen temperature probe. A temperature cable and probe connected to the temp in 1 connector provides the patient temperature feedback required for automatic patient temperature control. A second patient temperature probe and cable are recommended to be connected into the temp in connectors. Temp in 2 is used to provide monitoring from a second patient site for increased patient safety when patient temperature is not continuously monitored by a second device. Note: patient temperature is not controlled from the temp in 2 connector. It is for patient temperature monitoring only. Connections: 1) use only approved cables and accessories with the arctic sun¿ temperature management system control module (appendix b). 2) inspect the accessories for wear, breakage, or fraying before use. Replace if necessary. 3) connect the fluid delivery line, temp in 1 cable, temp in 2 cable (optional), temp out cable and fill tube to the back of the control module. 4) plug the power cord into the wall outlet. Position the arctic sun¿ temperature management system." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pediatric intensive care unit (picu) nurse reported a seven year old patient who experienced skin breakdown upon removal of the gel pads. They noted breakdown on just one side. The patient was propped up with a pillow and lying almost on side. Discussed placing gel pads against bony prominences. Checked event log on device. No prolonged warm and cold water exposure alarms (alarm 14 probe out of range, alert 9 (patient temperature above high patient alert), alert 116 (patient temperature change not detected). Showed how to download data and would email for review. Per customer via phone on 15apr2024, it was reported that the patient was a 10 year old female. Therapy was not completed using the arctic sun. After the gel pads malfunctioned, they switched to a cooling blanket. The nurse did state that the patient did receive a pressure injury from the gel pads.

Event description:
It was reported that the pediatric intensive care unit (picu) nurse reported a seven year old patient who experienced skin breakdown upon removal of the gel pads. They noted breakdown on just one side. The patient was propped up with a pillow and lying almost on side. Discussed placing gel pads against bony prominences. Checked event log on device. No prolonged warm and cold water exposure alarms (alarm 14 probe out of range, alert 9 (patient temperature above high patient alert), alert 116 (patient temperature change not detected). Showed how to download data and would email for review.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.